Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during an omni hysteroscope procedure on (B)(6) 2026, the staff reported that they were using an omni hysteroscope and a storz light cord and video system. The staff placed the hysteroscope with the attached light cord on the patient´s abdomen while sounding. Smoke was observed coming from the patient´s abdomen and the hysteroscope was removed and it was noticed that the light cord had disconnected and that it had burned through the drape and burned the patient´s abdomen skin superficially. The patient was treated with ointment and gauze and the procedure was completed successfully and the patient discharged the same day. Hologic reached out for additional details and it was reported that the burn was a 1st degree burn but was not an official diagnosis. No other information available.